Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band aid brand hydroseal bandages extra large 3ct USA 381371174003 8137117400usa 8137117400usa. Lot # is not available. UDI # (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: hypothyroid: armor thyroid 90 mg; unknown dates. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without the lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with band aid brand hydroseal bandages extra large 3ct. On (B)(6) 2020, the consumer got a spider bite and she scratched her wound. She cleaned the area with hydrogen peroxide, soap and water, dried the area and placed the product bandage on the site per instructions. The bandage came off of the skin on (B)(6) 2020 and left a red raised mark the size of the bandage; by (B)(6) 2020 the wound was oozing and infected. The consumer sought medical treatment from the emergency room. The emergency room health care professional stated that it was cellulitis of right lower extremity, allergic contact dermatitis due to the medication on the bandage that came in contact with her skin. While at the emergency room the wound was cleaned and bandaged. The consumer has to apply wraps, keep the area clean, monitor her wound and take two (doxycycline and prednisone) prescriptions for treatment. The consumer is still experiencing the symptoms.